Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic pulmonary wedge cut procedure, the device cannot be fired. The surgeon was able to press the green button but cannot squeeze the handle. A handle was used to complete the procedure. There was no patient injury.